Event description:
Child was under general anesthesia for balloon angioplasty procedure for coarctation of aorta. Balloon dilation was completed and the balloon catheter had been removed over the wire leaving only the wire in artery. This sheath was taken from cath lab storage cabinet and brought to the cardiologist who inserted the sheath with dilator into artery over the existing wire. Dilator was removed and cariologist immediately noticed the hub of the sheath on the dilator. Cardiologist then attempted to remove the remaining portions of the sheath when they broke close to the hub. Other small pieces were removed using balloons. Cardiovascular surgeon became involved, femoral artery cutdown was performed and other fragments removed with embolectomy catheters. Area was closely inspected under fluoro by both drs. Later in the day, child returned to surgery for an embolectomy.